Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.

Event description:
Received a report that extension set tubing was leaking at the connection to the syringe. Note with returned product states "tubing leaking at connection to syringe. Leakage caught at beginning of infusion so tubing just changed and completed with the new tubing." Although requested, no add'l pt or event info was provided. There was no report of pt harm or medical intervention required.